Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was completely illuminated yellow and not legible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to disconnected el display cable.